Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that all drawers of the bus or communication sled were not available. A field service engineer (fse) connected to the station remotely and attempted to bring the drawers back online but was unsuccessful. Collaborated with the engineering support specialist (ess). The fse contacted the local field service agent and informed the ongoing issues. The ess arrived on site, spoke with the pharmacist, and confirmed all drawers were unavailable. With assistance from the fse supervisors, the drawer was tested successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es all drawers were off the bus, and the communications (comm) sled was not present. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.